Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer had high blood glucose and insulin pump alarmed motor error. The customer's blood glucose was over 500mg/dl. The customer treated with bolus. The customer was unable to troubleshoot at this time, customer will call back.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power and unexpected restart error tests. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test. No motor error alarm was noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked reservoir tube, a cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient reported via phone call that she continues to get motor error alarms on the pump, and would like it replaced now. Advised that the pump would be replaced.